Event description:
Pump alarms mid infusion that there is no syringe plunger in place. Tried re-calibrating. Issue still occurs.

Event description:
No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing both tamper seals, top case was cracked by the front left bottom corner and cracked by the tube holder. Cracked right plunger case and visible contamination were also present. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear, device is 8 years old. Replaced plunger cable. The cause of the reported problem was traced to the components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: model; d5: device operator: other; e4: reported to FDA: no info; h4: device mfg. Date; h6: event problem patient code.